Event description:
Event description cpi received information that due to noise on the pace/sense portion of the lead, this endotak transvenous defibrillation lead (0064) was capped. The high voltage portion remains active. Another cpi lead (0012) was added to the patient's system.